Manufacturer narrative:
The device was returned to the resmed (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's battery failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported charging issue. Battery testing showed that the battery charged correctly. The investigation determined the reported failure was due a defective main circuit board (pcb). Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident (B)(4).